Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the pump powered up to a dim and pink display.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication the product caused or contributed to and adverse event.